Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked blood from self sealing septum after insertion. No reports of bodily fluid exposure. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: no samples were received for evaluation, but a picture of the reported defect was received. DHR review: all challenges and in process sampling was performed per specification. The septum assembly configuration was the old configuration qn review: no reject activities were found. Peura review: defect could be due to gripper misalignment. The occurrence of this incident does not exceed what is considered acceptable. Investigation conclusion: the leakage through the septum was confirmed during the investigation root cause: indeterminate- although the failure of leaking at septum with nexiva was identified and confirmed in the photo submitted for this incident, without the actual failure unit provided for observation and testing a definite root cause could not be established. The septum assembly was modified under (B)(4) and this unit was produced prior to the implementation to those modifications.